Event description:
It was reported by service report that the jack pump pedal return spring was broke off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - pump pedal.